Manufacturer narrative:
The device has not been returned for investigation. We have reached out to the user facility for additional information and to request that the unit be returned for evaluation. A review of the manufacturing records indicated nothing notable. We have reached out to the user facility to determine the lot number of the disposable set and will reach out an additional time. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
The biomed reported that there was an overheat during use.